Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was inspected and found a large leak from the elevator channel, the el connector pin is sunken, fluid invasion and corrosion. The angulation is out of service standard and the bending skeletons are corroded. Angulation has excessive play. The c-body is dented, probe is loose, damaged and has discoloration. Bending rubber glue is peeling, cracked and has discoloration. The charged coupler device (ccd) lens is chipped, has an internal crack and glue is damaged. Light guide lens glue is worn out. The light guide prong is loose. There are 7 half broken echo signals. All switches are not working. The bending braid is frayed and deformed. Insertion tube is buckled and snaking. The label is peeling. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the device. The large dial/query cable/scope was not turning as sharp as it should. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This report is being updated to report corrected information. B1-no reportable device malfunction. H1-no reportable device malfunction. Upon further review this has been determined to be a not reportable device malfunction. Per the legal manufacturer, there is no potential for this reported device issue to cause or contribute to death or serious injury if the malfunction were to recur.